Event description:
The customer reported the device stopped cycling while in use. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse replaced the power switch to address the reported problem.

Manufacturer narrative:
Evaluation and repair pending.

Event description:
The device shut down while in use. No patient harm reported. The device is pending evaluation and repair.